Event description:
The customer reported biased quality control results processed when using vitros vanc reagent on two vitros 5, 1 fs chemistry systems, on (B)(4) 2009. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of these events. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that the customer has two vitros 5, 1 systems and observed negatively biased and positively biased quality control results on the two systems, respectively. The investigation found no evidence to indicate that the two vitros 5,1 systems or vitros vanc reagent did not operate as intended. The customer has an internal procedure of inverting vanc reagent packs prior to and during use on the vitros 5,1, and was instructed in the importance of consistent vanc reagent pack handling protocols. The customer agreed to use consistent vanc reagent pack handling protocols and monitor vanc qc performance. The root cause of the biased quality control results is unk, however, user error due to inconsistent vanc reagent pack handling could not be ruled out.